Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that a hair was found in the implant box. Product was implanted. Hair is located inside the sterile packaging. Packaging only to be returned for eval.